Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found the that the batteries intermittently stopped charging before they were fully charged. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a battery charging issue, intermittently. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a battery charging issue, intermittently. No patient harm, serious injury or adverse event was reported. There was no patient involvement.